Event description:
It was reported, the pt was no longer able to establish contact with her ipg using the external devices. The next day, the pt lost stimulation. The sjm rep met with the pt and confirmed the issues. F/u identified the physician replaced the ipg. It was reported the pt received stimulation postoperative.

Manufacturer narrative:
Add'l: (B)(4). This ipg serial number was included in field advisories. Eval: results - the complaint was confirmed. As returned, the ipg would not communicate due to a depleted battery; therefore, stimulation would not be possible. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.